Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 due to dyspareunia, and pelvic pain more than one year.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. Additional information: other relevant history. (B)(4). Additional narrative: it was reported that following insertion the patient experienced infection, urinary problems, recurrence, and vaginal scarring.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.